Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operatively ruptured 93 x 77mm abdominal aortic aneurysm. The patient presented to the emergency room with a pre-operatively ruptured aneurysm. Evar was performed and the final intraoperative post-stent graft angiogram showed exclusion of the aaa and no endoleaks. During the procedure the patient's blood pressure was only controlled by an aortic occlusion balloon. The patient also experienced several episodes of dysrythmia. After successful evar, but before the patient left the operating room, the patient entered into a lethal arrhythmia. Despite CPR and defibrillation the patient expired. The cause of death was stated as hemorrhagic shock from a ruptured aaa and cardiac arrest.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death), patient¿s condition affected effectiveness of device (pre-operatively ruptured aneurysm), unapproved use of device (treatment of a patient with a pre-operatively ruptured aneurysm); evaluation, conclusion: known inherent risk of a procedure (death), device failure/lack of effectiveness related to patient condition (pre-operatively ruptured aneurysm), off¿label unapproved or contraindicated use (treatment of a patient with a pre-operatively ruptured aneurysm).